Manufacturer narrative:
There was no patient involved with this concern.no parts have been received by the manufacturer.

Manufacturer narrative:
Although the vertek arm seems to tighten and lock down normally, the instrument end is still able to rotate. The vertek arm is well worn and almost five years old. Reported malfunction confirmed.

Event description:
A medtronic representative reported that the arm cannot be tightened properly. There was no patient involved with this concern.